Event description:
The pump was set to deliver fentanyl at rate of 4.8ml/hr in dose mode. Reportedly, the device run light was flashing but the volume to be delivered did not decrease. The patient became restless but there was no injury.